Event description:
It was reported that during a da vinci si nephrectomy procedure the monopolar curved scissors (mcs) instrument stopped performing well and wasn not moving in a normal fashion. Broken fibers were observed at the tip of the scissors. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cable was broken at the distal end. The broken cable segment stuck out at the wrist at approximately .2715 in length. The idler pulley spun freely and was undamaged. The other cables at the wrist were undamaged. Engineering also found pad printing removal and cracks on the instrument's main tube. The tube extension exhibited a section with pad printing removal near the proximal clevis interface. The tube extension was not broken. Failure analysis was performed on this instrument in relation to field action (B)(4) to investigate micro cracks on the monopolar curved scissors instrument. As the location of theses micro-cracks is confined to 2cm of the instrument shaft, the failure analysis was limited to only this area of the instrument. The distal end of the main tube exhibited a couple of hairline cracks in the axial direction. The cracks were roughly .4380, .3365, .4735, and .4010 in length. No other damage was found. There was no evidence of arcing. The customer reported complaint does not itself constitute a MDR reportable event; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.